Manufacturer narrative:
Correction d.4 expiration date correction h.4 device mfg date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a custom tubing pack, it was reported that device leaked from the roller pump tubing. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that there was no damage to the device, the packaging or other contents within the package. No transfusion was required as a result of this leak. There was no air in the system/tubing. Medtronic received additional information that there was an occurrence of a thrombosis at the level of the fusion oxygenator.

Manufacturer narrative:
Device evaluation: visual inspection shows evidence of clots/fibrin. Reason for the return was confirmed for clots. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.